Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Three short sensed events of <220ms are observed on the (B)(6) 2010. These appear to occur at the time of implant. Multiple short v-v sensed events of <220 ms are observed on the (B)(6) 2010. Out of tolerance subthreshold lead impedance patient alerts is observed on (B)(6) 2010 at the time of implant. Subthreshold lead impedance patient alerts are also observed on (B)(6) 2010, the day of explant. (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted and cut, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the helix/lobe was distorted/bent, there was blood in/on the helix mechanism, the fixation system other-tip electrode was cut and there was apparent explant damage. The lead was returned with the helix cut. The lead was also returned with the exposed svc defibrillation coil cut; however, the svc circuit passes continuity because there is a parallel current path.

Event description:
It was reported that the patient alert tone for right ventricular lead integrity warning sounded in this device ten days after implant. Intermittent loss of ventricular capture, oversensing and high thresholds were observed. The device and right ventricular lead were explanted and replaced. No patient complications have been reported as a result of this event.